Manufacturer narrative:
(B)(4);the lead was in pathology and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. This lv lead was explanted and replaced. No additional adverse patient effects were reported.